Event description:
It was reported. "The pt had an accolade right hip implanted which was revised in 2006 due to loosening of the stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.